Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can not obtain any further information regarding this incident. The patient demographic info: age, weight, bmi at the time of index procedure? Name and diagnosis of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Were there any intra-operative complications during initial surgery? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. When was the mesh exposure first noted by a physician? Please clarify which event occurred on the patient "failure of primary closure or tape erosion"? Mesh exposure site/location at each excision procedure: (B)(6) 2012 and (B)(6) 2018? Please clarify if vaginal estrogen was given to the patient both in (B)(6) 2012 and (B)(6) 2018? Results of vaginal estrogens treatment? Describe findings of both surgical interventions: (B)(6) 2012 and (B)(6) 2018? What is physician¿s opinion as to the etiology of or contributing factors to both events: (B)(6) 2012 and (B)(6) 2018? What is the patient's current status? Note : adverse event regarding visible by (B)(6) 2012 due to failure of primary closure or tape erosion and mesh excision on (B)(6) 2012 submitted via medwatch report 2210968-2019-83443.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. It was reported that the mesh became visible/apparent by (B)(6) 2012 due to failure of primary closure or tape erosion. The mesh was excised on (B)(6) 2012. Further definite tape exposure noted and excised in (B)(6) 2018. It was reported that the patient also was treated with vaginal estrogens. Additional information has been requested.